Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a let ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a heart transplant on (B)(6) 2016 due to an unspecified infection and possible pump thrombus. Additional information was requested but not provided.

Manufacturer narrative:
The evaluation of the returned device revealed the presence of depositions. The device was returned with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the device, examination of the sealed inflow conduit revealed patches of non-laminated depositions strongly adhered to the textured blood-contacting surface of the inlet tube and inlet elbow. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to significantly occlude the flow of blood. Examination of the rotor revealed depositions of coagulated blood, loosely seated on and in between the rotor blades. The lack of structure of the depositions suggested that they formed acutely and did not likely contribute to any functional issues. A correlation between the observed depositions and the report of infection could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists infection and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.